Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned device for an alleged failed battery test and cosmetic damage at an undisclosed location on (B)(6), 2022. Device passed displacement test, self test and active current measurement. Device failed sleep current measurement due to high current due to moisture damage on electrical board. Device successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, replace battery now alarm or battery failed alarm noted during testing. The device downloaded history confirmed the device alarmed low battery alert on (B)(6), 2022at 11:26:00.000, power loss alarm on (B)(6), 2022 at 21:12:20.000, replace battery alert on (B)(6), 2022 at 20:57:00.000 and battery failed alarm on (B)(6), 2022 at 16:55:46.000. Missing segments were noted during testing. Missing segments were caused by cracked lcd glass. Device was cut open to perform visual inspection and found moisture damage on electrical board, motor and force sensor. Additionally corroded battery tube was noted. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the device at the battery compartment, cracked battery tube threads, serial number label stained and pillowing keypad overlay. Failed battery test was not confirmed during analysis. Unexpected battery power loss confirmed due to moisture damage on electrical board. Missing segments confirmed due to cracked lcd glass. Cosmetic damage confirmed at corner of the belt clip rails near the battery compartment, behind the device at the battery compartment, battery tube threads, serial number label and keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that battery compartment and spring was damaged or corroded. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.